Event description:
It was reported that a syringe plunger system failure was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check syringe plunger sensor were recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced plunger pcb and plunger cable for preventive.

Manufacturer narrative:
Other text: additional information was received indicating patient involvement (updated b5, h6).

Event description:
Additional information received and attached by ICU medical on (B)(6) 2022 via email: there was no patient involvement, the issue was found during the pm.